Event description:
It was reported that the patient fainted and fell. Device interrogation revealed no ventricular capture. The patient was found to have digitalis toxicity. Patient's heart rate was low. Since the last device check sensing had decreased. Possible lead insulation damage or lead fracture suspected. Chest x-ray did not reveal any abnormalities. On (B)(6) 2011, the patient expired from sepsis prior to lead revision.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.